Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported receiving an alarm on the insulin pump. The customer's blood glucose was 110 mg/dl at the time the issue was reported. During troubleshooting, the customer stated that the drive supported cap appeared normal and that in the last three weeks the insulin pump went through a lot of battery changes. Nothing further reported.

Manufacturer narrative:
Insulin pump unable to prime during the prime test due to protruded and loose drive support disk. No prime alarm. Insulin pump had minor scratches on lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.